Event description:
It was reported the device was used during an exploratory laparotomy, total gastrectomy, distal pancreatetomy, splenectomy, and partial omenectomy. It was reported the surgeon fired the tl60 over the duodenum and cut on the line. When the stapler was opened, no staples had come out. Rep spoke to resident on 10/6/97 who stated that stapler was not the cause of the blood loss. Pt received blood transfusion.